Event description:
It was reported that a pelvic mesh product was implanted to treat the plaintiff's stress urinary incontinence. The date of implant and type of mesh were not available. The attorney for the plaintiff alleges that as a result of the implanted mesh the plaintiff suffered injuries including infections, pain, mental anguish, discharge and multiple corrective surgeries. It was also additionally alleged that the plaintiff experienced significant mental and physical pain and suffering, permanent injury, and underwent medical treatment.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.